Manufacturer narrative:
Concomitant medical products: product ID: 978a141, lot#: va29ndn, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a141, serial/lot #: (B)(4), ubd: 21-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient had previously placed pudendal lead 41cm june 28th. The patient scheduled a follow up appointment with physician due to having post surgical pain in pudendal area per patient statement. At the time of the appointment, the patient verbalized nurse polly changed a program setting from custom program d to custom program c. The nurse at the time was able to turn up the stimulation to over 3.0 ma without patient being able to feel the stimulation, so they decided to turn the stimulation down to around 0.5 ma and sent the patient home. The patient then drove home from appointment. Later that evening they had pelvic pressure which worsened causing urinary retention. The patient stated they were not entirely sure of when they lost efficacy of the therapy. The next morning they checked their device and the yellow caution display showed up and the patient was unable to turn their device up past 0.5 ma. The patient had turned the device off.  It was later discovered that there was a lead fracture and high impedances. The patient denied any environmental/external/patient factors. The impedance check completed with a reading of over 4000 ohms on electrode 1. The patient and physician were uncertain of next steps at the time, but an explant or revision were likely.

Manufacturer narrative:
Continuation of d10: product ID 978a141, lot# va29ndn, implanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep indicated that the reason for the lead break/shear was unknown. There was no plan currently at this time to remove or replace the current system. The device remained in the patient at this time. The rep will ask the physician if their is a plan for this patient, either to explant or replace.